Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states on 15-aug-2024, it was reported that the patient faced three infusion sets tubing damaged. Patient replaced infusion set and resumed insulin successfully. No further information available.